Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be performed as the serial number is unknown. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Attempts to retrieve additional information are in process. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
As reported a patient with a 19mm aortic valve implanted for approximately eight years required transcatheter valve-in-valve intervention in the aortic position due to calcification. A 20mm transcatheter valve was implanted inside the failing 19mm valve. The patient was decompensated due to the valve calcification. The patient also underwent mitral valve-in-valve intervention during the procedure. The patient was reported as doing well.